Manufacturer narrative:
The insulin pump was received with minor scratches on display window. The insulin pump alarmed stuck button was confirmed in the pump history file. Was unable to duplicate customer's complaint unless keypad was manually pressed during testing. The problem isolated to the keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was unknown. Customer stated that during every take-off and landing of the airplane the pump alarmed stuck button. The customer stated buttons on the pump visually seemed concave as they would be pulled inwards by pressure. The customer was advised to return the insulin pump.